Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00.00. Review of the system log file confirmed the malfunction with the flexvision pc. During troubleshooting, the fse identified the display issue with layout and one memory failure prior to the download and the flexvision pc failed to startup. The fse reloaded the flexvision pc software and reconfigured the system, but it did not connect to matrix switch or tsm units. The fse reinstalled the old flexvision pc and reloaded the software to resolve the issue. However, the issue reoccurred in another case ID where the fse again reloaded the flexvision pc software to resolve it. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully, stalling at 00:00. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.